Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient suffer from any consequence due to the breakage suture? If yes please explain. - no consequences faced by patient. Please confirm how many devices present the issue (breakage suture)? - 3 foils of vp2347. Could you please confirm the device's availability? No complaint sample available. Investigation summary: complaint sample: complaint sample was not received for investigation. Five retain samples of incident codes vp2347 and lot number t9088 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. Note: information regarding this event that was reported under mw# 2210968-2020-09190 on (B)(6) 2020 will be reported under this mw#. Additional events have been reported under mw# 2210968-2020-09995, 2210968-2020-09997. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2020 and suture was used. During the time of closure, suture broke off. There were no adverse patient consequences reported.